Event description:
It was reported the device won't turn on. The device turns on, then it shuts off. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases were also found to be broke and corroded, one side bail cover, battery drawer, and battery drawer o-ring were contaminated, battery contacts compressed, and ring bail bent.